Event description:
In 2009, the pt stated that he had an elevated blood glucose levels. At 12:00pm the pt's blood sugar was 150 mg/dl, at that time, the pt bolused 5.0 units of insulin for a meal. At 5:30pm the pt's blood glucose was 350 mg/dl, at that time he gave himself an injection of 5.0 units of insulin. At 9:00pm, the pt's blood glucose was 212 mg/dl. The pt replaced the infusion set and did not have any more issues. The pt's mother thinks the infusion set was the reason for the elevated blood glucose levels. The pt stated that there was no damage to the cannula that was being used while he had elevated blood glucose levels. The pt did not require medical assistance from a healthcare processional or second party to address the issue. Product was not requested to be returned for evaluation.